Event description:
It was reported that a user had been disconnected from the ilet for several days after a recent hospital visit and presented with a fingerstick blood glucose of 534 mg/dl while the sensor also indicated a high reading; the agent assisted the user in reconnecting the ilet and in placing a new infusion set and syncing device data prior to a scheduled healthcare provider visit. Symptoms included hyperglycemia and fatigue. Outcomes included no additional health consequences or medical intervention at the time of the call. Investigation included communication with the patient and analysis of the information provided. Investigation of this case revealed no device malfunction or component failure and identified a usage-related issue associated with prolonged therapy interruption and failure to revert to alternative therapy while disconnected. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error contributed to the event. If additional information becomes available, a supplemental MDR will be submitted.